Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence after the device stopped working. It was noted that the cuff was replaced because it was too small. The device was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that that the patient with this artificial urinary sphincter experienced recurrent incontinence after the device stopped working. The device was explanted and replaced. No further patient complications were reported.